Manufacturer narrative:
(B)(4). It was reported that the patient had a gynecological procedure in order to treat stress urinary incontinence and mesh was implanted. It was reported that following insertion the patient experienced pain, erosion, urinary/bowel problems, recurrence, dyspareunia. It was reported that patient underwent removal of eroded mesh on (B)(6) 2004. No additional information was provided.

Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2004 and mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
It was reported that patient underwent an eua, burch retropubic urethropexy, bilateral abdominal paravaginal defect repair, cystoscopy, suprapubic catheter placement and removal of portions of transvaginal tape from previous surgery on (B)(6) 2005 due to recurrent pop and sui. No additional information was provided.(B)(4).

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with birch retro pubic urethropexy.